Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise. Decreased sensing and increased threshold were observed but still within normal range. Lead damage suspected. The lead was replaced.